Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experienced severe abdominal pains'), device dislocation ('the devices had migrated') and device breakage ('fragments may still be in situ after the hysterectomy') in an adult female patient who had essure (batch no. A20062) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic") and complication of device removal ("fragments may still be in situ after the hysterectomy"). The patient was treated with antidepressants and surgery (full abdominal hysterectomy in (B)(6) 2018 and salpingectomy in 2017). Essure was removed in april 2018. At the time of the report, the abdominal pain, device dislocation, device breakage, rash, menopausal symptoms, lethargy and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, lethargy, menopausal symptoms and rash to be related to essure. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2017: essure device was not found within the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter and lot number added - a20062 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experienced severe abdominal pains'), device dislocation ('the devices had migrated') and device breakage ('fragments may still be in situ after the hysterectomy') in an adult female patient who had essure (batch no. A20062) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic") and complication of device removal ("fragments may still be in situ after the hysterectomy"). The patient was treated with antidepressants and surgery (full abdominal hysterectomy in (B)(6) 2018 and salpingectomy in 2017). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, device breakage, rash, menopausal symptoms, lethargy and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, lethargy, menopausal symptoms and rash to be related to essure. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2017: essure device was not found within the tubes. Lot number: a20062 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: updated quality-safety evaluation of ptc (lot number now reported). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("experienced severe abdominal pains") and device dislocation ("the devices had migrated") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and rash ("suffered with rashes"). The patient was treated with surgery (salpingectomy to remove her tubes in 2017 and full abdominal hysterectomy in(B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation and rash outcome was unknown. The reporter considered abdominal pain, device dislocation and rash to be related to essure. The reporter commented: as the claimant continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2017: essure device was not found within the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced severe abdominal pains / localized pain"), device dislocation ("the devices had migrated"), device breakage ("fragments may still be in situ after the hysterectomy") and pelvic inflammatory disease ("adhesions and inflammatory cells within the fallopian tube") in a 37 year-old female patient who had essure inserted (lot no. A20062) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragments may still be in situ after the hysterectomy"). The patient had a medical history of depression, irritable bowel syndrome and secondary amenorrhoea (on depo-provera treatment) in 2013, iliac fossa pain (recurrent issue), bacterial vaginosis and bacterial vaginosis in 2011, post coital bleeding (last 6 months) in 2010, bloating, abdominal cramp and abdominal pain in 2009, bloated feeling, ovulation pain, iliac fossa pain, dyspareunia, low back pain, left lower quadrant pain and irregular periods in 2003 and urticaria, constipation, menstrual disorder, dyspareunia, acute respiratory tract infection, parity 2, gravida ii and menorrhagia. Previously administered products included: mirena for contraception and depo-provera for heavy periods. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with sertraline, co-codamol (codeine phosphate;paracetamol) and mefenamic acid as well as surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017 and full hysterectomy (B)(6) 2018). At the time of the report, the abdominal pain, hypersensitivity, dyspareunia, fatigue and genital haemorrhage had not resolved. The outcomes for device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms and lethargy were unknown. The reporter considered abdominal pain, device breakage, device dislocation, lethargy, menopausal symptoms, pelvic adhesions, pelvic inflammatory disease and rash to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, dyspareunia, fatigue or genital haemorrhage. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy on (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Product insertion date updated from (B)(6) 2013 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix [hysterosalpingogram] on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable. [Pathology test] on (B)(6) 2017: macroscopy:two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube. Microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on (B)(6) 2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain. [Ultrasound pelvis] on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal. In (B)(6) 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent. Lot number: a20062. Manufacturing date: 2012-06. Expiration date: 2015-06. As20062 is no valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced severe abdominal pains / localized pain"), device dislocation ("the devices had migrated"), device breakage ("fragments may still be in situ after the hysterectomy") and pelvic inflammatory disease ("adhesions and inflammatory cells within the fallopian tube") in a 37 year-old female patient who had essure inserted (lot no. A20062, as20062) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragments may still be in situ after the hysterectomy"). The patient had a medical history of depression, irritable bowel syndrome and secondary amenorrhoea (on depo-provera treatment) in 2013, iliac fossa pain (recurrent issue), bacterial vaginosis and bacterial vaginosis in 2011, post coital bleeding (last 6 months) in 2010, bloating, abdominal cramp and abdominal pain in 2009, bloated feeling, ovulation pain, iliac fossa pain, dyspareunia, low back pain, left lower quadrant pain and irregular periods in 2003 and urticaria, constipation, menstrual disorder, dyspareunia, acute respiratory tract infection, parity 2, gravida ii and menorrhagia. Previously administered products included: mirena for contraception and depo-provera for heavy periods. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with sertraline, co-codamol (codeine phosphate;paracetamol) and mefenamic acid as well as surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017 (salpingectomy and hysterectomy) and full abdominal hysterectomy in (B)(6) 2018). At the time of the report, the abdominal pain, hypersensitivity, dyspareunia, fatigue and genital haemorrhage had not resolved. The outcomes for device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms and lethargy were unknown. The reporter considered abdominal pain, device breakage, device dislocation, lethargy, menopausal symptoms, pelvic adhesions, pelvic inflammatory disease and rash to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, dyspareunia, fatigue or genital haemorrhage. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Product insertion date updated from (B)(6) 2013. Product removal date updated from (B)(6) 2017 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix [hysterosalpingogram] on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable [pathology test] on (B)(6) 2017: macroscopy:two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on (B)(6) 2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain. [Ultrasound pelvis] on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal.; in (B)(6) 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent lot number: a20062, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: new lot number as0062 added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("experienced severe abdominal pains"), device dislocation ("the devices had migrated") and device breakage ("fragments may still be in situ after the hysterectomy") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic") and complication of device removal ("fragments may still be in situ after the hysterectomy"). The patient was treated with antidepressants and surgery (salpingectomy in 2017 and full abdominal hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, device breakage, rash, menopausal symptoms, lethargy and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, lethargy, menopausal symptoms and rash to be related to essure. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2017: essure device was not found within the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: the following events were added: fragments may still be in situ after hysterectomy, menopausal type symptoms, feels lethargic, and device removal incomplete. The patient was admitted for salpingectomy (hospitalization criterion). On 13-may-2019: no new information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experienced severe abdominal pains'), device dislocation ('the devices had migrated'), device breakage ('fragments may still be in situ after the hysterectomy') and pelvic inflammatory disease ('adhesions and inflammatory cells within the fallopian tube') in a 37-year-old female patient who had essure (batch no. A20062) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary amenorrhoea (on depo-provera treatment) on (B)(6) 2013, irritable bowel syndrome on (B)(6) 2013, depression on (B)(6) 2013, iliac fossa pain (recurrent issue) on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, post coital bleeding (last 6 months) on (B)(6) 2010, abdominal pain on (B)(6) 2009, abdominal cramp on (B)(6) 2009, bloating on (B)(6) 2009, iliac fossa pain on (B)(6) 2003, ovulation pain on (B)(6) 2003, bloated feeling on (B)(6) 2003, irregular periods on (B)(6) 2003, lower abdominal pain on (B)(6) 2003, low back pain on (B)(6) 2003, dyspareunia on (B)(6) 2003, menorrhagia, gravida ii and parity 2. Previously administered products included for heavy periods: depo-provera on (B)(6) 2013; for contraception: mirena on (B)(6) 2009. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic") and complication of device removal ("fragments may still be in situ after the hysterectomy"). The patient was treated with codeine phosphate;paracetamol (co-codamol), mefenamic acid, sertraline and surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017 and full abdominal hysterectomy in (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms, lethargy and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, lethargy, menopausal symptoms, pelvic adhesions, pelvic inflammatory disease and rash to be related to essure. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix. Hysterosalpingogram - on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable. Pathology test - on (B)(6) 2017: macroscopy:two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on (B)(6) 2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain.. Ultrasound pelvis - on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal.; in (B)(6) 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent. Lot number: a20062, manufacturing date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: the following information was updated: new reporters, medical history, history of drug, lab data; event adhesions and inflammatory cells within the fallopian tube. Information exchanged: start date from (B)(6) 2013, stop date from (B)(6) 2018 to (B)(6) 2017, on product antidepressant to sertraline we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('experienced severe abdominal pains / localized pain'), device dislocation ('the devices had migrated'), device breakage ('fragments may still be in situ after the hysterectomy') and pelvic inflammatory disease ('adhesions and inflammatory cells within the fallopian tube') in a 37-year-old female patient who had essure (batch no. A20062) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary amenorrhoea (on depo-provera treatment) on (B)(6) 2013, irritable bowel syndrome on (B)(6) 2013, depression on (B)(6) 2013, iliac fossa pain (recurrent issue) on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, bacterial vaginosis on (B)(6) 2011, post coital bleeding (last 6 months) on (B)(6) 2010, abdominal pain on (B)(6) 2009, abdominal cramp on (B)(6) 2009, bloating on (B)(6) 2009, iliac fossa pain on (B)(6) 2003, ovulation pain on (B)(6) 2003, bloated feeling on (B)(6) 2003, irregular periods on (B)(6) 2003, left lower quadrant pain on (B)(6) 2003, low back pain on (B)(6) 2003, dyspareunia on (B)(6) 2003, menorrhagia, gravida ii and parity 2. Previously administered products included for heavy periods: depo-provera on (B)(6) 2013; for contraception: mirena on (B)(6) 2009. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic"), complication of device removal ("fragments may still be in situ after the hysterectomy"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and genital haemorrhage ("heavy/abnormal bleeding"). The patient was treated with codeine phosphate;paracetamol (co-codamol), mefenamic acid, sertraline and surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017 (salpingectomy and hysterectomy) and full abdominal hysterectomy in (B)(6) 2018). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, hypersensitivity, dyspareunia, fatigue and genital haemorrhage had not resolved and the device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms, lethargy and complication of device removal outcome was unknown. The reporter provided no causality assessment for dyspareunia, fatigue, genital haemorrhage and hypersensitivity with essure. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, lethargy, menopausal symptoms, pelvic adhesions, pelvic inflammatory disease and rash to be related to essure. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix. Hysterosalpingogram - on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable. Pathology test - on (B)(6) 2017: macroscopy:two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on (B)(6) 2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain.. Ultrasound pelvis - on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal.; in (B)(6) 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent. Lot number: a20062 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), new adverse event (allergy symptoms, dyspareunia, fatigue, heavy/abnormal bleeding), new as reported (localized pain) were provided. The outcome for the adverse events localized pain, heavy/abnormal bleeding, fatigue, dyspareunia was updated to not recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced severe abdominal pains / localized pain"), device dislocation ("the devices had migrated"), device breakage ("fragments may still be in situ after the hysterectomy"), pelvic inflammatory disease ("adhesions and inflammatory cells within the fallopian tube") and uterine perforation ("perforation of the uterus") in a 37 year-old female patient who had essure inserted (lot no. A20062, as20062) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragments may still be in situ after the hysterectomy"). The patient had a medical history of depression, irritable bowel syndrome and secondary amenorrhoea (on depo-provera treatment) in 2013, iliac fossa pain (recurrent issue), bacterial vaginosis and bacterial vaginosis in 2011, post coital bleeding (last 6 months) in 2010, bloating, abdominal cramp and abdominal pain in 2009, bloated feeling, ovulation pain, iliac fossa pain, dyspareunia, low back pain, left lower quadrant pain and irregular periods in 2003 and dysmenorrhea, period pains, pelvic pain, urticaria, constipation, menstrual disorder, dyspareunia, acute respiratory tract infection, parity 2, gravida ii and menorrhagia. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), uterine perforation (seriousness criterion medically important), mental disorder ("psychological issues"), depression ("depression"), anxiety ("anxiety") and fibromyalgia ("fibromyalgia"). The patient was treated with sertraline, co-codamol eff. (Paracetamol + codeine phosphate) and mefenamic acid as well as surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017, full hysterectomy (B)(6) 2018 and full abdominal hysterectomy on (B)(6) 2018). At the time of the report, the abdominal pain, hypersensitivity, dyspareunia, fatigue and genital haemorrhage had not resolved. The outcomes for device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms and lethargy were unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, fibromyalgia, lethargy, menopausal symptoms, mental disorder, pelvic adhesions, pelvic inflammatory disease, rash and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, dyspareunia, fatigue or genital haemorrhage. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device. She was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy on (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Product insertion date updated from (B)(6) 2013. 4 on left 3 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.058 kg/sqm. [Gynaecological examination] on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix [histology] on (B)(6) 2018: heavy menstrual bleeding and pain uterus and cervix and both ovaries weighing 110 g. The uterus measures 85 mm fundus to os, 50 mm transversely and 50 mm front to back. The right ovary measures 35 x 20 x 15 mm and the left ovary measures 25 x 1 o x 1 o mm. The left cornual of the tube shows a length of a metal coil up to 5 mm in length. The fallopian tubes are absent. On opening the uterus the endometrium is 1 mm and shows no focal abnormality. Sections from the uterus show inactive endometrium. The myometrium and cervix are unremarkable. The ovaries show multiple follicular cysts. There is no evidence of malignancy [hysterosalpingogram] on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable [pathology test] on (B)(6) 2017: macroscopy: two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on (B)(6) 2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain. [Ultrasound pelvis] on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal.; in (B)(6) 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent. Lot number: a20062, manufacturing date: 2012-06, expiration date: 2015-06. As20062 is no valid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:uterine perforation, mental disorder, depression, fibromyalgia and anxiety. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added:uterine perforation,mental disorder ,depression,fibromyalgia and anxiety..reporters,medical history,lab data,patient information,lot no.,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("experienced severe abdominal pains / localized pain"), device dislocation ("the devices had migrated"), device breakage ("fragments may still be in situ after the hysterectomy"), pelvic inflammatory disease ("adhesions and inflammatory cells within the fallopian tube") and uterine perforation ("perforation of the uterus") in a 37 year-old female patient who had essure inserted (lot no. A20062, as20062) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("fragments may still be in situ after the hysterectomy"). The patient had a medical history of depression, irritable bowel syndrome and secondary amenorrhoea (on depo-provera treatment) in 2013, iliac fossa pain (recurrent issue), bacterial vaginosis and bacterial vaginosis in 2011, post coital bleeding (last 6 months) in 2010, bloating, abdominal cramp and abdominal pain in 2009, bloated feeling, ovulation pain, iliac fossa pain, dyspareunia, low back pain, left lower quadrant pain and irregular periods in 2003 and dysmenorrhea, period pains, pelvic pain, urticaria, constipation, menstrual disorder, dyspareunia, acute respiratory tract infection, parity 2, gravida ii and menorrhagia. Previously administered products included: mirena. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic adhesions ("adhesions and inflammatory cells within the fallopian tube"), rash ("rashes"), menopausal symptoms ("menopausal type symptoms"), lethargy ("feels lethargic"), hypersensitivity ("allergy symptoms"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), uterine perforation (seriousness criterion medically important), mental disorder ("psychological issues"), depression ("depression"), anxiety ("anxiety") and fibromyalgia ("fibromyalgia"). The patient was treated with sertraline, co-codamol eff. (Paracetamol + codeine phosphate) and mefenamic acid as well as surgery (essure removal via bilateral complete salpingectomy on (B)(6) 2017, full hysterectomy (B)(6) 2018 and full abdominal hysterectomy on (B)(6) 2018). At the time of the report, the abdominal pain, hypersensitivity, dyspareunia, fatigue and genital haemorrhage had not resolved. The outcomes for device dislocation, device breakage, pelvic adhesions, rash, menopausal symptoms and lethargy were unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, fibromyalgia, lethargy, menopausal symptoms, mental disorder, pelvic adhesions, pelvic inflammatory disease, rash and uterine perforation to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, dyspareunia, fatigue or genital haemorrhage. The reporter commented: the patient consulted her general practitioner several times over the years. On (B)(6) 2016, after referral to a gynecological hospital, she was advised that her symptoms may be related to the essure device.she was admitted for a salpingectomy in 2017, she was informed however that pathology revealed that the essure device was not found within the tubes. It would therefore appear that the devices had migrated. As the patient continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy on (B)(6) 2018. She has since been advised that the device or fragments thereof may still be in situ. Further investigations are underway and her prognosis remains guarded. Product insertion date updated from (B)(6) 2013 to (B)(6) 2013. 4 on left 3 on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.058 kg/sqm. [Gynaecological examination] on (B)(6) 2009: mirena in situ; on (B)(6) 2010: abdominal examination was normal, vulva, vagina and cervix were normal. The cervix did show an element of loop treatment on the cervix. I performed triple swabs on her. Tail of mirena coil was seen. The cervix did not appear suspicious or any local cause which could have accounted for her post coital bleeding; on (B)(6) 2010: on examination her cervix looked totally normal and I could not make it bleed however hard I prodded it. There was however quite a lot of blood in the vagina. I think her bleeding is therefore most likely related to the mirena and therefore has nothing to do with direct trauma to the cervix [histology] on (B)(6) 2018: heavy menstrual bleeding and pain uterus and cervix and both ovaries weighing 110 g. The uterus measures 85 mm fundus to os, 50 mm transversely and 50 mm front to back. The right ovary measures 35 x 20 x 15 mm and the left ovary measures 25 x 1 o x 1 o mm. The left cornual of the tube shows a length of a metal coil up to 5 mm in length. The fallopian tubes are absent. On opening the uterus the endometrium is 1 mm and shows no focal abnormality. Sections from the uterus show inactive endometrium. The myometrium and cervix are unremarkable. The ovaries show multiple follicular cysts. There is no evidence of malignancy [hysterosalpingogram] on (B)(6) 2013: both essure inserts are seen in position but the left is coiled on itself in the mid portion. Bilateral tubal blockage confirmed. The position and orientation of the left insert is questionable [pathology test] on (B)(6) 2017: macroscopy:two unremarkable fallopian tubes, one of which measures 85mm in length x 12mm in diameter and the other measures 62mm in length x 12mm in diameter. Both fimbrial ends are included. No essure wire is present in either fallopian tube microscopic: sampled fallopian tube tissue, including the fimbrial ends, shows no intrinsic epithelial abnormality. There are adhesions on both. Fallopian tubes. In the first fallopian tube a few inflammatory cells are present in the sub-epithelial stroma. The presence of the adhesions and/or the inflammation may explain the given history of pelvic pain, although this is not certain. I assume that other cause for the pelvic pain has been considered and excluded diagnosis: fallopian tube: no intrinsic epithelial abnormality, adhesions, some inflammatory cells in mucosa of first fallopian tube; on 13-jan-2017: the histology report showed that there were some adhesions and inflammatory cells within the fallopian tubes and these may account for the pain. [Ultrasound pelvis] on (B)(6) 2010: anteverted uterus appears normal and the endometrium appears well defined with a coil in situ. However, polyps could not be excluded due to the coil. Both ovaries visualized and appear normal.; in january 2016: ultrasound was unremarkable; on (B)(6) 2016: left tube was bent lot number: as20062 manufacture date: 2012-06 expiration date: 2015-06. Lot number: a20062 manufacture date: 2012-06 expiration date: 2015-06. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:uterine perforation,mental disorder ,depression,fibromyalgia and anxiety. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("experienced severe abdominal pains") and device dislocation ("the devices had migrated") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and rash ("suffered with rashes"). The patient was treated with surgery (salpingectomy to remove her tubes in 2017 and full abdominal hysterectomy in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation and rash outcome was unknown. The reporter considered abdominal pain, device dislocation and rash to be related to essure. The reporter commented: as the claimant continued to experience symptoms after salpingectomy, she underwent a full abdominal hysterectomy in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2017: essure device was not found within the tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.